Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovidescope exhibited foreign material in the air/water tube, cylinder and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material that was found in the air/water cylinder, air/water channel and auxiliary water channel could not be identified. It was unknown whether there was any deviation from the instruction for use in reprocessing steps. There was no physical damage to the areas where the foreign material remained. Therefore, a definitive root cause could not be established. The instructions for use states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "gif/cf/pcf-190 series reprocessing manual." Olympus will continue to monitor field performance for this device.